Manufacturer narrative:
(B)(4).

Event description:
During a spine case, upon activation of the aquamantys device, staff reported a spark and smoke coming from the device tip. The device was not near the patient¿s tissue. There was no harm to the or staff or the patient.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a spine case, upon activation of the aquamantys device, staff reported a spark and smoke coming from the device tip. The device was not near the patient¿s tissue. There was no harm to the or staff or the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.